Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal heavy bleeding") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2014, the patient experienced fatigue ("fatigue,"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches") and nausea ("nausea,"). On (B)(6) 2014, 10 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping),"), weight increased ("weight gain") and facial pain ("cheek pain acne site"). In (B)(6) 2014, the patient experienced acne ("rashes or skin conditions (acne),"). In (B)(6) 2015, the patient experienced hypothyroidism ("hormonal changes (hypothyroidism),"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). In (B)(6) 2015, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). In (B)(6) 2015, the patient experienced vertigo ("vertigo"). In (B)(6) 2016, the patient experienced procedural pain ("terrible pain around incisions post hysterectomy"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), allergy to metals ("allergic or hypersensitivity reaction- metal allergy/ my body is having a bad reaction to the devise.") With pruritus allergic, breast pain ("breast pain") and anxiety ("anxiety"). The patient was treated with dimeticone, activated (gas x) and surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, headache and facial pain was resolving, the vaginal haemorrhage, weight increased, nausea and vertigo had resolved and the menorrhagia, dysmenorrhoea, allergy to metals, procedural pain, hypothyroidism, acne, migraine, fatigue, breast pain and anxiety outcome was unknown. The reporter considered abdominal pain, acne, allergy to metals, anxiety, back pain, breast pain, dysmenorrhoea, facial pain, fatigue, genital haemorrhage, headache, hypothyroidism, menorrhagia, migraine, nausea, pelvic pain, procedural pain, vaginal haemorrhage, vertigo and weight increased to be related to essure. The reporter commented: plaintiff sought medical attention for her symptoms from healthcare providers. Since having the surgery, plaintiff's symptoms are mostly resolved. Hysterectomy was performed in (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: confirmed full occlusion of fallopian tubes. Ultrasound scan vagina - on (B)(6) 2015: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: social media post received: new events added: terrible pain around incisions post hysterectomy and vertigo, anxiety, breast pain, hysterectomy was performed in (B)(6) 2015. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal heavy bleeding") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2014, the patient experienced fatigue ("fatigue,"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches") and nausea ("nausea,"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), back pain ("back pain"), weight increased ("weight gain"), dysmenorrhoea ("dysmenorrhea (cramping),") and facial pain ("cheek pain acne site"). In (B)(6) 2014, the patient experienced acne ("rashes or skin conditions (acne),"). In (B)(6) 2015, the patient experienced hypothyroidism ("hormonal changes (hypothyroidism),"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). In (B)(6) 2015, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and allergy to metals ("allergic or hypersensitivity reaction- metal allergy") with pruritus. The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, headache and facial pain was resolving, the hypothyroidism, menorrhagia, allergy to metals, acne, migraine, dysmenorrhoea and fatigue outcome was unknown and the weight increased, vaginal haemorrhage and nausea had resolved. The reporter considered abdominal pain, acne, allergy to metals, back pain, dysmenorrhoea, facial pain, fatigue, genital haemorrhage, headache, hypothyroidism, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff sought medical attention for her symptoms from healthcare providers. Since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 16-jan-2015: confirmed full occlusion of fallopian tubes ultrasound scan vagina - on 16-jan-2015: total bilateral occlusion most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received: reporters details added. Event added as hormonal changes (hypothyroidism), abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction (metal allergy), rashes or skin conditions (acne), migraines / headaches, nausea,dysmenorrhea (cramping), pain, fatigue, weight gain. Historical, concomitant condition and relevant lab data were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain") and back pain ("back pain"). The patient was treated with surgery (underwent a total hysterectomy and bilateral salpingectomy (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and back pain was resolving. The reporter considered abdominal pain, back pain, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: plaintiff sought medical attention for her symptoms from healthcare providers. Since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: confirmed full occlusion of fallopian tubes company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.